Event description:
Patient status post psi implantation on (B)(6) 2010 returned to surgeon. Patient developed an infection and was returned to the operating room on (B)(6) 2011 for removal of the psi, plate, screw. Surgeon is not revising the patient to any new hardware at this time because of cancer re-occurrence and the tissue around the defect is very unstable. Please note: the product was found in the hospital's spd department and reported to a synthes consultant. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): placeholder.